Event description:
Info from attorney states: "devices which were working very well for pt stopped functioning after an automobile accident on 12/05/1996, and the pt is pursuing in a private suit that the automobile accident is the cause of the devices no longer functioning and having to be replaced."